Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
On (B)(6) 2014, it was reported that the patient needs his battery replaced because it was checked the day before by his physician and it was found that it is ¿not working¿. The physician later reported that he tried to interrogate the patient¿s generator on (B)(6) 2013 but was unable to interrogate the device. The generator was again attempted to be interrogated on (B)(6) 2014 and still could not be interrogated. It was further stated that over the past several months the patient is showing decompensation in his mood that is intensifying. No further information has been provided.

Event description:
Additional information was received stating that the vns patient¿s device could not be interrogated due to end of service. Although the patient¿s depression was not as severe as pre-vns baseline levels, it continued to worsen and was quickly approaching pre-vns baseline levels. The psychiatrist stated that the increase in depression can be attributed to the loss of therapy from the device being at end of service. No medication changes or other factors caused the reported increase in depression.